Event description:
Event description guidant received information that during induction testing of this implantable cardioverter defibrillator (ICD) with atrial tachy therapies the programmer was programmed to monitor + therapy but the device was programmed to off. The device sensed the ventricular fibrillation but did not treat it. The patient was externally rescued.

Manufacturer narrative:
A guidant technical services consultant discussed the situation and ways to mitigate it in the future. The device was reprogrammed and remains implanted. This event will be reopened should further information become available. Additional information was received that the patient with this device later expired for this device was later explanted reason. The device was later returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific (formerly guidant) received information that during induction testing of this implantable cardioverter defibrillator (ICD) with atrial tachy therapies the programmer was programmed to monitor + therapy but the device was programmed to off. The device sensed the ventricular fibrillation but did not treat it. The patient was externally rescued.